Event description:
Attorney alleges that both pedicle screws breached the cortex of the pedicle and struck nerves on the right side and that the patient suffers several permanent neurological injuries, including bi-lateral foot drop. The initial operative report indicates that the patient underwent a transverse lumbar interbody fusion l4-5 with posterior instrumentation and rhbmp-2/acs. It is noted that the screws were seated to specification using fluoroscopy. The left-sided hardware was reported to be displaced and was removed approx 6 months post implant. At that time, right-side hardware was reported to be in its appropriate position and was not considered to cause symptoms. This subsequent operative report discusses removal of hardware on the right side at 16 months post implant, noting that the hardware is reported to be a source of on-going, initiative back pain. The report indicates that solid interbody fusion was accomplished. The right pedicle screw and rod were removed intact. Instrumentation was not replaced. No complications were noted.

Manufacturer narrative:
(B) (4): without a lot number, device history records cannot be reviewed. Neither the device nor applicable imaging films were returned to the MFR for eval, therefore, the cause of the event cannot be determined.